Event description:
It was reported that during a total hip procedure, the blade broke. It was also reported that an x-ray was taken to confirm that no broken pieces were left behind in the pt. It was further reported that the procedure was completed successfully using another device.

Manufacturer narrative:
The device subject to this MDR was not returned to manufacturer as yet. Lot number information has not been provided to permit further investigation. The root cause of this failure is undetermined.